Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 4 months after the dental implant was installed in intraoral region #14 it was verified its nonosseointegration. Forty ncm of primary stability was achieved and imediate load was executed. Patient presented bone type ii.